Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient¿s stimulation was painful at times where it is ¿going from normal to the strongest it can be for no reason¿. It was noted that one time the patient entered an aquarium and it ¿instantly went to full throttle, their legs shaking and everything¿. Patient reported they didn¿t know if it was shocking them or just really strong. It was further noted the strong stimulation was felt in their stomach and had been going on for approximately 2 months.